Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump screen cracked. Cause was not known. Pump was functional. Blood glucose (bg) was 646 mg/dl and a bolus was delivered to address bg. Customer continued to use pump for insulin therapy.